Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed a twist in the imaging window assembly. A kink was observed in the sheath assembly. The impedance test shows an electrical open proximal waveform between 130-140 cm from the distal housing. Based on the evidence, the reported allegations of lost image were confirmed, since the open proximal found during the impedance test could have contributed to image lost.

Event description:
Reportable based on device analysis completed on 10dec2024. It was reported that lost image occurred. The 100% target lesion was located in the mildly tortuous and mildly calcified iliac artery. There was no problem with the image during preparation, but the screen went dark and nothing was displayed. The procedure was completed with a different device. No patient complications reported. However, returned device analysis revealed a twisted in the imaging window assembly.